Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. In this case, since the device was not returned for analysis and with limited information, a definitive cause for the reported difficulties could not be determined. The investigation was unable to determine a conclusive cause for the reported complaints. A review of the lot history record and complaint history of the reported lot could not be conducted because the part number was not provided. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Attachment: user facility (voluntary / mandatory) medwatch report number was not provided.

Event description:
Sus voluntary event report was received stating the following: abbott vascular nc trek coronary dilatation catheter ruptured pv balloon, shaft broke. Balloon retrieved. No harm. Ref (B)(4), lot 40926g1. No additional information was provided.